Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument with a white stapler 30 reload installed was stuck on the pulmonary artery (pa). The curved-tip stapler 30 instrument was installed on arm #3. Prior to the event, the surgeon was able to fire a sureform 45 staple instrument and curved-tip stapler 30 instrument several times. When the event occurred, the surgeon clamped down with the curved-tip stapler 30 instrument and then the system faulted with a message to manually release the stapler instrument. At that point, it was alleged that the stapler instrument would not unclamp. The customer attempted to use the stapler release kit (srk) to open the instrument's jaws but was unsuccessful. The customer then contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the live logs which showed errors 23003, 22027, and 26008 which are indicative of the an instrument release tool used without hitting the emergency stop (e-stop) button first. The customer stated that when attempting to use the srk, hole #3 on the stapler instrument was initially hard to turn but then became easy and was just spinning. The surgical staff was unable to get the jaws to open as the instrument seemed broken. Since the instrument could not be removed from the jaws, the customer began the process of manually removing the instrument's jaws from the artery. The surgeon elected to convert the case to open surgery and then the surgical staff was able to successfully remove the instrument from the vessel using other unspecified instruments. The surgical staff was also able to remove the stapler instrument from the system. There were no reported injuries.

Manufacturer narrative:
An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported event. The fse completed a system verification/test drive and was not able to replicate the issue. The fse ran the carriage strength test on arm #3 and the carriage friction tests to ensure there was nothing wrong with the wheels on the carriage and they passed. A review of the stapler logs show that a curved-tip stapler 30 instrument (part #470530-08, lot #t10190607-0081) was installed 6 times and fired 5 reloads (all white). All firings were completed per the logs. There were no incomplete clamps by this instrument. The firings occurred on the first 5 installs of the stapler instrument. On the 6th install, the stapler instrument completed a clamp with a white reload installed and then a shifting failure occurred while the instrument was shifting to the fire state from the roll state. There is an error 22030 logs that confirms the shifting failure. Following the shifting failure, the logs show 8 various instances of the system detecting the srk being used on this instrument. The e-stop button was not pressed for the first 7 instances where the srk use was detected. Per the endowrist stapler user manual, the following instruction for manual stapler release is noted: "the system needs to be in a faulted state in order to perform manual stapler release. See the da vinci system user manual for more information on the emergency stop button." The cause of the customer reported failure mode involving the curved-tip stapler 30 instrument cannot be determined. Isi has not received the curved-tip stapler 30 instrument for failure analysis evaluation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument with a white stapler 30 reload installed became stuck on a vessel. As a result, the surgeon elected to convert the surgical procedure to open surgery and the surgical staff was able to use other unspecified instruments to remove the stapler instrument from the vessel. The cause of the customer reported failure mode is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a3, d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the stapler 30 curved-tip involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the surgeon clamped down with the curved-tip stapler 30 instrument and then the system faulted with a message to manually release the stapler instrument. For clarification, based on review of the logs, the instrument experienced a shifting failure after initialization. There was no unclamping event after the shifting failure occurred. The shifting failure could not be replicated during in-house testing due to the instrument's inability to initialize successfully. The root cause of the shifting failure is not determinable/applicable. An additional observation not reported by the site was also observed. The instrument was found to have a broken grip cable at the proximal end (in the housing). Other cables within the housing were not damaged. This can result in the cable becoming loose or derailed on the distal end, causing initialization failures. There were no signs of corrosion or contamination found within the housing. The root cause for the broken grip cable is typically attributed to a component failure. Visual inspection of the distal end found the firing channel sub assembly to be contaminated. The instrument exhibited dried bio debris inside the channel and at the joint. The root cause for the contamination is attributed to mishandling/misuse. Isi also received a stapler 45 instrument as an incidental return with no reported complaint against it. Visual inspection of the instrument found there to be tears at the wrist cover on the distal end. There were no pieces missing. The tears did not affect the intuitive motion functionality of the instrument. An in-house reload was installed onto the stapler, then placed on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws open and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 45 reload.